Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic with an episode of supraventricular tachycardia (svt) which initially was appropriately diagnosed by the implantable cardioverter defibrillator. However it was then reclassified as ventricular tachycardia due to the morphology falling along the borderline of the morphology discriminator. The patient received inappropriate high voltage therapy due to the event. The device was reprogrammed to address the issue. The patient was in stable condition.